Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES, IT HAD A STATION NOT TURNING ON. THE CUSTOMER REPORTED THAT ABLE TO GET MEDICATIONS FROM ANOTHER STATION AND THERE WAS A DELAY IN PATIENT WORKFLOW. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINTS WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 15-OCT-2019 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE MAIN HALF-HEIGHT CUBIE DRAWERS 4.1 AND 4.2 WERE PREVENTING THE STATION FROM BOOTING UP. THE FIELD SERVICE ENGINEER (FSE) REPLACED THE SOLENOID AND HARD STOP IN DRAWER 4.1 WITH A SPARE. ADDITIONALLY, THE FIELD SERVICE ENGINEER REPLACED THE HALF-HEIGHT PYXIBUS MODULE CONTROLLER BOARD, RETRACTOR BANDS, AND DRAWER CONTROLLER BOARDS IN DRAWERS 4.1 AND 4.2 AND CLEANED DEBRIS FROM BOTTOM EDGE OF BACK PANEL. CHECKED FOR LOOSE DRAWERS & RESEATED DRAWER CABLE TO RESOLVE THE ISSUE. THE ISSUE WAS RESOLVED, AND THE STATION BOOTED UP SUCCESSFULLY. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, it had a Station Not Turning On. The customer reported that able to get medications from another station and there was a delay in patient workflow. As per part investigation, it was determined that there was a faulty SOLENOID 12 VDC HH DRAWER CUBIE, two shorted diode D501 on the Drawer Controller Board and crossed continuity between adjacent copper strands of the ASSY RETRACTOR DWR HH CUBIE which led to the observed thermal damage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on. Correction: section D Medical Device Model, Unique Device Identifier (UDI), Section G Manufacturing Location, Reporting Source.The reported condition of Station Not Turning On was confirmed during FSE testing and subsequently confirmed in the DCHU inspection process. The device was initially evaluated by the Field Service Engineer (FSE) according to Work Order (b)(4), the FSE reported that the main HH Enhanced Cubie drawers 4.1 and 4.2 were preventing the station from booting up. On drawer 4.1, the solenoid and hard stop were replaced with spare parts. On drawers 4.1 and 4.2, the HH Pyxi-Bus module controller boards, retractor bands, and drawer controller boards were replaced. During DCHU Visual Inspection: P/N 119879-01: was received with thermal damage on the coil cover. P/N 151622-01: SN (b)(6): were received with physical damage. S/N: (b)(6) : showed no signs of physical damage, fluid ingress, loose or missing components. P/N 151630-01 (SN: (b)(6) ): showed no signs of physical damage, fluid ingress, loose or missing components. P/N 353844-01: both parts were received with copper strands in contact with adjacent copper strands. During DCHU Testing: P/N 119879-01: no further testing was required due to thermal damage found during the external inspection. P/N 151622-01: SN (b)(6): no further testing was required due to physical damage found during the external inspection. SN: (b)(6): failed the DMM testing due to low resistance measurement between TP502 and TP505. SN (b)(6): failed the DMM testing due to low resistance measurement of Q601. (b)(6): passed the DMM and HTA testing. P/N 151630-01 (SN: (b)(6) ): showed no signs of physical damage, fluid ingress, loose or missing components. P/N 353844-01: no further testing was required due to thermal damage found during the external inspection. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). Root cause: The root cause of the reported issue Station Not Turning On was determined to be A faulty SOLENOID 12 VDC HH DRAWER CUBIE, P/N 119879-01, which exhibited thermal damage in the coil cover and consequently compromised the proper operation of the drawer. Two faulty P/N 151622-01 (SN: (b)(6)) due to physical damage which compromises the proper functionality of the whole assembly. A shorted diode D501 on the Drawer Controller Board (SN (b)(6)) which led to circuit instability and ultimately compromised the drawer's functionality. A shorted diode Q601 on the Drawer Controller Board (SN (b)(6)) which led to circuit instability and ultimately compromised the drawer's functionality. Crossed continuity between adjacent copper strands of the ASSY RETRACTOR DWR HH CUBIE (P/N 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.